Event description:
The user facility reported prior to the start of a patient procedure the tabletop was moving. The patient was transferred to another table for the procedure. No injuries to hospital staff or patient.

Manufacturer narrative:
A steris service technician inspected the table and found it to have excessive lash/movement. Further inspection found the saddle pin of the table was loose and had backed out somewhat creating the reported event. The technician reinstalled the pin to its correct position, tested the table and returned it to service; no further issues have been reported. The table has been in use for approximately 19 years and is serviced and maintained by a 3rd party service provider.